Event description:
N/a.

Manufacturer narrative:
Updated fields - e1( event site postal code - (B)(6), event site state - (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the safety disk and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit had a leak in the iab circuit alarm intermittently. There was no patient involvement.